Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was between 150-200 mg/dl. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.